Event description:
Complainant alleged that while attempting to treat a pt the device inappropriately shut down. Complainant indicated that the clinician changed the battery and the device powered back on. Complainant alleged that the device failed to cardiovert the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.